Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was a small outflow graft where there was a site of bleeding. No actions were performed, the outflow graft stopped bleeding.

Event description:
During implant, the outflow graft appeared to have a hole in it the size of a needle stick and was a site of bleeding. They had not clamped the graft or placed a needle near the site. The graft did stop bleeding during the implant.

Manufacturer narrative:
Section b5: updated to correct event details manufacturer's investigation conclusion: the report of a blood leak from the outflow graft was unable to be confirmed through this evaluation as no photos were submitted for review, and no product was returned. Additionally, a cause for the reported event could not be determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time.. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled "surgical procedures" provides information regarding how to prepare the sealed outflow graft for implant and includes steps for attaching the outflow graft to the pump. Under the sub-section "securing the pump and connections", this document states to ensure that the sealed outflow connections are dry and secure and to obtain hemostasis prior to closing all wounds. This section also warns: ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ qap, outflow assembly, hm 3 describes the inspection steps and the acceptance criteria for the heartmate 3 outflow assembly. Section 8.4.7 describes the visual inspection of the graft-to-hardware interface. Section 8.4.8 describes the inspection and acceptance criteria of the graft in relation to damage and soiling. The graft is considered acceptable if it is free from damage of wrinkles, creases, or unacceptable soiling per table 1. Review of the device history records for (B)(6) showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 10aug2020. Additionally, the device history record for the sealed outflow graft was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.